Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer implanted with a neurostimulator for non-malignant pain. It was reported the desktop charger connector pin broke off in the implantable neurostimulator recharger. No out of box failure was reported. The connector pin had broken off inside the insr the past weekend ((B)(6) 2016 through (B)(6) 2016) and the patient was in pain all weekend long. The patient had not felt stimulation since the last week. Additionally, it was reported that the patient could not connect to their implantable neurostimulator (ins) since (B)(6) 2016, reporting a poor communication screen. The change in therapy and symptoms was considered gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.